Manufacturer narrative:
One image was submitted for evaluation to product performance engineering, no product was received. The images returned shows a fracture of the shaft material, exposing the internal wires. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fracture could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, a fracture was noted on the inquiry afocus mapping catheter. Transseptal puncture was completed, and mapping was done with an inquiry afocus mapping catheter. When the inquiry afocus mapping catheter was removed from the patient it was noted that the outer covering was fractured on the tip of the catheter was only retained by a metallic cable. Ablation was then completed using the tacticath ablation catheter with no adverse patient consequences.